Event description:
It was reported by service report that the battery would not hold a charge and the manual release handle was out of adjustment. The cot was not fully functional in manual nor powered mode. It is unk if there was pt involvement or if there are adverse consequences to report.